Manufacturer narrative:
Pump passed the displacement test. Hardware low level failures (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that their device had two insulin pump errors. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 201 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.